Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m5556m. The analysis showed that the tsw35 device was received in good visual condition and with a trw35 cartridge reload present. The reload was received partially fired 1/3 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no unusual noises were heard during functional testing. No damaged firing trigger was noted. An intra-operative photo was received. The photo appears to confirm the event description that only staples at the most proximal portion of the cartridge were deployed and formed. Typically, when cartridges present in this fashion with only a portion of the drivers visible and staples deployed, the device was fired over a hard object. Based on the photo evidence the event description can be confirmed.

Event description:
It was reported that during a vats lobectomy procedure, the device formed 3 complete initial rows of staples on the pulmonary artery when fired, and the surgeon heard a plastic grinding sound as the firing lever was squeezed all the way. On opening the device, the initial rows of intact staples were visible, and the knife had not advanced. The pa was intact and there were no issues with hemostasis. On examination of the cartridge, some drivers were visible on the proximal portion of the cartridge, and no drivers were visible beyond approximately 1cm of the proximal end of the load. A second device was opened and the vessel was stapled without incident. There was no adverse consequence to the patient.